Event description:
The angiographic catheter was being inserted over a .035 wire during a coronary angiography procedure and the wire had a fold or kink in it and the catheter got caught. The physciain tried to unhook it and he continually torqued the catheter and the shaft broke in the femoral artery. The catheter was removed and a 3 inch piece was still caught inside hanging off the wire. The wire was pulled back as far as the sheath and then a hemostat was used to remove the piece. No pt injury and no surgery was needed.